Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #120d02. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? Yes, however they were concerned that the device may have deployed staples so they treated it like it had partially fired. - or, did the device start to deploy staples and cut but could not be completed (partially fire)? No staples deployed. - or, did the device fully fire and stop during the automatic knife return? No. - was there any difficulty opening the device? No. - if yes, how was the device removed from the patient? The device was rendered unusable because they used the manual override without. - if yes, did the jaws eventually open? They placed the ech45 with a white load on the tissue and cautiously opened the pvs stapler normally. They were relieved to find that no staples deployed and (since they used the manual override and did not have any more pvs on hand) they used the ech45 with a white load to complete the case. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 120d02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical nephrectomy procedure, it was observed that the device stopped in the middle of firing. Unknown if the staple line was complete. Another similar device was used to fire behind the stuck stapler to remove. Unknown if any trouble shooting was done prior to cutting out the stuck device. Second device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested.